Event description:
It was reported that the patient's device was explanted and replaced due suspected premature battery depletion. The device showed end of service (eos) in (B)(6) 2012. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery was at normal end of life. The telemetry and output were okay.